Event description:
It was reported that there was an issue with a component of the columbus knee implant system. According to the complaint description, the revision surgery was planned on (B)(6) 2024 due to postoperative instability. The polyethylene component would be removed and replaced. The surgeon stated that there had been no product malfunction, but a more constrained insert would assist with the patient's gait. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no.(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.